Event description:
It was reported that during a breast biopsy, the device displayed the error code l3-002, they changed probes several times and checked the cables. They were able to complete the case with the holster. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the unquiry info rec'd visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.